Event description:
Caller states patient tested 6.0 inr and 6.1 inr on the coaguchek xs system. Caller described the patient has having "stroke like" symptoms and she took him to the emergency room (ER). Three hours following the meter result, a comparison lab returned as 9.0 inr; patient was admitted to the hospital and treated with vitamin k and "something else" to "thicken his blood." Caller states patient has 3 spots of bleeding on his brain but is currently stable. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.